Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("consistent abdominal pain") in a 46-year-old female patient who had essure (batch no. 37156288 invalid,(B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(4) 2018- she go for ultrasound. On (B)(4) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("essure into the uterus"). The patient was treated with surgery (surgery scheduled to (B)(4) 2018). Essure treatment was not changed. At the time of the report, the abdominal pain had not resolved and the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4) 2018: quality safety evaluation of product technical complaints. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Cutaneous case was reported by a consumer and describes the occurrence of abdominal pain ("consistent abdominal pain") in a (B)(6)-year-old female patient who had essure (batch no. 37156288, mr3190286) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery scheduled to (B)(6) 2018). Essure treatment was not changed. At the time of the report, the abdominal pain had not resolved. The reporter considered abdominal pain to be related to essure. Diagnostic results: (B)(6) 2018- she go for ultrasound. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. (B)(4).